Event description:
It was reported that the nurse stated they were having a lot of issues with the patient getting to target, so they are swapping the arctic sun device out. The original target was 36.5c, but patient dropped to 36c. They changed the target to 37c, and patient dropped even further to 35.5c (pr# 15464710). Now the patient was very cold (33c), and they were setting up a new device ((B)(6)). Guided to hypothermia screen on new device. Confirmed this device not borrowed from an adult unit. Patient was 32.8c at this time. Checked rewarm settings to confirm from 33c, rate 0.5c/hour, target was 37c. Started therapy on rewarm side and flow rate (fr) was settled at 1.1lpm. F/u call for case (B)(4). Patient was now 34.1c (t1 - rectal) and device has stopped several times. Water temperature (wt) was 25.6c, flow rate (fr) was 2.7lpm, targeted temperature (tt) was 37c, t2 (foley) reading 34.5c. Rewarm tab reads from 34.1c, rate 0.5c/hour, to 37c. Advised this looks great but claimed changed this because it was reading 37c and they thought this is why the device kept stopping. Checked event log and noted alarm 14 (probe out of range), alert 113 (reduced water temperature control), and alert 114 (therapy stopped). Guided to diagnostics showed that the system hours were 1578, pump hours were 118, t4 4.3c, mixing pump command (mpc) was fluctuating from 0-18 percentage, water reservoir level 5. Unclear what the root cause of the issue was, asked for a screenshot of the graph. Looking at the screenshot, they noticed the wtc was engaged. It looks like they hit start on the cool patient side instead of the rewarm side, stopped the therapy triggering the alert 114 and resumed the therapy in rewarm. Advised there might be an overfill on the device triggering the 113 alerts. Decided to let device run for another hour or so to see if the patient temperature warms as expected, and whether another 113 happens. Set my timer for 90 minutes and asked they call back if there was another 113, or any new issues. Lvm for customer when called back at 10:30am. No return call. Tried again at 2pm. No answer, the nurses at the desk were unable to locate. Left a message with them. No return call at end of day, closing case. Per follow up information received via task on 01jul2026, spoke with charge nurse who stated both devices were removed from service because they did not know what else to troubleshoot. The nurse stated no drain tube was written on a note for sn dyhual015. Charge nurse denied being on shift when the issues occurred so could not provide details. Both devices were scheduled to get checked out by a biomed today. Per follow up information received via task on 02jul2026, spoke with biomed who confirmed receipt of the devices and drained water from both of them, and they had run all day yesterday without issue. The nurses are trying to add water prior to every case. No further issues notes.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.